Event description:
It was reported that the patient had a one-day seizure ¿last week on thursday.¿ the patient had no memory of the day, even though he was able to seek help and answer emergency room (ER) staff questions. At the time of the report, the patient had increased spasticity, overall pain and was sleepier. It was also noted that the pump had ¿never seated¿ and had been loose beneath the patient¿s skin. It was questioned if the patient was suffering pump-related issues. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).